Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same event as 3005188751-2012-00006 and 3005188751-2012-00007. It was reported the pt developed a pericardial effusion requiring pericardiocentesis during an atrial fibrillation procedure utilizing a st. Jude medical therapy cool path ablation catheter, brk-1 transseptal needle and a swartz transseptal introducer. The physician performed transseptal puncture using the brk-1 needle and proceeded to map the left atrial geometry using the therapy cool path catheter. Once the map was complete the physician used the therapy cool path catheter to ablate areas of interest in the left atrium. The therapy cool path catheter was then withdrawn into the right atrium to ablate areas of interest on the coronary sinus and lateral wall. An echo was then performed utilizing intracardiac echocardiography (ice) and a small effusion was noted. The pt's blood pressure slowly began to drop when ice was again utilized to examine the effusion, which appeared to be larger. The physician then performed pericardiocentesis on the pt withdrawing 800cc of blood. The pt was then transferred to the ICU for observation. The pt's status is listed as stable and comfortable.